Event description:
Revision surgery due to neck pain resulting from a motor vehicle accident on a patient who had previous fusion treatment.

Manufacturer narrative:
(B)(4). Patient involved in motor vehicle accident 11 months following fusion surgery. Patient was fusing well and no misalignment occurred due to mva. Surgeon performed foraminotomies to address resurgent pain.